Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had an appointment with their managing healthcare provider (hcp) on (B)(6) 2025 to follow up on their bladder control therapy. The patient stated that the hcp "reset" the ins settings at the appointment, but they weren't sure why because the therapy had been working well and they "weren't doing that bad." After the appointment, the patient stated that the therapy had not controlled their bladder the way it should. As a result, the patient was getting up to go to the bathroom every 5 minutes and couldn't sleep, so they went to the ER "probably on monday" and went back to using a catheter. The patient stated that they were having problems with the catheter and thought they might have an infection. The patient was dissatisfied with their managing hcp because they felt that the hcp didn't know how to adjust the ins settings properly, so the patient requested to have a manufacturing representative (rep) at their next appointment on (B)(6) 2025. The agent redirected the patient to their hcp and sent an email to the local rep for visibility of the patient's request. On (B)(6) 2025 the patient called back and reiterated their previous report that they went to their doctor who adjusted their therapy and when they did so, they made a big error because they came home and their symptoms were 3 times worse than when they went in. Patient stated they had to go to the ER but the people wouldn't do anything with the imp lanted system and so they had to go back with using a catheter again all the time. Patient stated they'd been through a lot however they made an appointment for (B)(6) 2025 with their hcp to make another adjustment however they were worried it would be another bad adjustment and wanted to make sure a rep was there. Patient also reiterated that they ended up with a very bad bladder infection after they had the device "installed" because they had to have the catheter installed again and they just wanted to make sure this adjustment corrected the issue. Patient services reviewed the role of patient services and the representative with the patient, provided the patient with the national answering services (nas) number for their hcp to use and redirected the patient to follow up with their hcp about having a rep at the appointment. Patient to provide hcp with nas number to make certain a rep was there. [See (B)(4) for the mentioned historical event].